Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6) 2013, vena cava filter insertion (surgical/procedural history blood transfusions greenfield filter (spa mva and pelvic fracture) pelvic reconstruction.), cholecystectomy, (B)(6) infection, vaginal candidiasis, cervical pap smear abnormal, vaginal irritation and vaginitis. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included bipolar disorder since 2011 and body mass index. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as bupropion hydrochloride (wellbutrin) since 2015, escitalopram (cipralex) since 2017, lamotrigine (lamictal) since 2015, topiramate (topamax) since 2017 and trazodone since 2017. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches,") and headache ("migraines / headaches,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), back pain ("lower back"), abdominal pain ("abdominal pain"), muscle spasms ("abdominal spasms"), vulvovaginal pain ("vaginal") and adnexa uteri pain ("ovarian"). The patient was treated with hydrocortisone (cortisone) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fungal infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, back pain, abdominal pain, muscle spasms, vulvovaginal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet received, new reporter, case become incident, patient concurrent condition, lab data, essure indication,lot number and event injury replace with abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:yeast, psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain,vaginal discharge,weight gain, hair loss, lower back, abdominal pain/spasms, vaginal and ovarian pain were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6) 2013, panic disorder from 2010 to 2018, vena cava filter insertion (surgical/procedural history blood transfusions greenfield filter (spa mva and pelvic fracture) pelvic reconstruction.), cholecystectomy, human papilloma virus infection, vaginal candidiasis, cervical pap smear abnormal, vaginal irritation and vaginitis. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included bipolar disorder since 2011 and body mass index high. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as bupropion hydrochloride (wellbutrin) since 2015, escitalopram (cipralex) since 2017, lamotrigine (lamictal) since 2015, topiramate (topamax) since 2017 and trazodone since 2017. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches,") and headache ("migraines / headaches,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), back pain ("lower back"), abdominal pain ("abdominal pain"), muscle spasms ("abdominal spasms"), vulvovaginal pain ("vaginal") and adnexa uteri pain ("ovarian"). The patient was treated with hydrocortisone (cortizone) and surgery (alpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, back pain, abdominal pain, muscle spasms, vulvovaginal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Pt changed for event yeast infection to vaginal yeast infection. Concomitant condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.